Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and completed th 12k pm. The driver,front panel assembly,pneumatics assembly,rear driver cover,front luer lock connectors and lower cloumn fan were replaced. All calibrations,patient circuit calibration and performance checks were done. The unit is operating to vyaire specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a ventilator unit has the amplitude was low from their settings. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.